Event description:
It was reported that while at home the patient tried to use the patient activator, but no patient activation appeared upon interrogation. The same procedure was tried several times in the cardiologist's office, but there was no confirmation of successful activation. The battery status was good. The device's status is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.